Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) interlink system non-dehp i.v. Catheter extension sets leaked. The issue occurred when injecting contrast media during patient use. The event was further described as when ¿the clamp removed, a slight deformity appears at the site that seems to create a weak point in the tubing¿; the sets ruptured resulting in a leak. The contrast was cleaned up and an unspecified quantity of sets were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of 2023; further described as "over the last 2 months". Should additional relevant information become available, a supplemental report will be submitted.